Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm and the insulin appeared to be gelled. The customer's blood glucose level was 545 mg/dl. The customer changed the cartridge and infusion set and has not rec'd another alarm.